Event description:
A patient reported experiencing inaccurate high results with a one touch ultra meter. The patient's blood glucose results were 93mg/dl, 120mg/dl. Tests were done within <10 minutes with a difference of 22%. Patient did not experience any adverse events. No further information has been reported.